Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect alarm was confirmed via the submitted log files. A review of the submitted log files captured a driveline disconnect alarm on 13dec2025. The driveline disconnect alarm was associated with transient low flow, and lvad off alarms. The pump had no difficulty ramping back up to speed shortly after the driveline appeared to be re-connected. There were no other notable alarms active in the log files. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. The IFU section 7 and the patient handbook section 5, both entitled ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline disconnect alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook section 2, entitled ¿how your pump works¿ under sub-section titled "connecting the driveline to the system controller¿, addresses the proper steps for connecting the driveline to the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that routine log file review captured on (B)(6) 2025 at 6:37:29, that the driveline was disconnected. It appeared that the driveline was re-connected at 6:37:40. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.